Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
It was reported the device was explanted and replaced approximately 8 months past the recommended replacement time (rrt). Pre-operative interrogation of the device revealed undefined impedance readings and no capture. No patient complications were reported as a result of this event.